Manufacturer narrative:
The insulin pump had alarmed motor error during basic occlusion test due to loose/flush drive support disk. No unexpected clear alarm anomalies noted. The device had minor scratches on the lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
Customer reported via phone call, the insulin pump was alarming motor error during bolus. Customer's blood glucose was 205 mg/dl. Troubleshooting was performed. The device was not exposed to an MRI. Customer doesn't use the sensor feature and during rewind sequence the device alarmed no delivery. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. He agreed to return the device for further analysis. Customer was transferred to perform troubleshooting on the no delivery alarm. Customer was advised to push insulin through tubing and insulin was noted. Customer was advised the device was working as designed as its support to alarm to detect an occlusion. Customer is returning the device for further analysis.